Event description:
It was reported that medical attention was sought on (B)(6) 2017 after receiving varied results from her prodigy diabetes glucose meter. The end user's metformin had recently been changed from 2000 mg/dl to 500 mg/dl daily. The end user was dizzy with blurry vision and later passed out. Her blood glucose reading at the time of the medical event was 112 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 79 mg/dl. The end user was instructed to eat peanut butter and drink a soda to assist in stabilizing her blood glucose. No additional details were provided in relations to this medical event.